Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an unexpected app shutdown. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was returned and evaluated. Data investigation could not confirm an unexpected cgm app shut-off. The root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.